Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The possible causes were identified. No lot numbers were provided, therefore, it is not possible to perform a DHR review. As per the sample evaluation, the returned product consisted of twenty-three (23) closed pouch with beta-cap d adapters. All the adapters were visually and dimensionally inspected. They are consistent with the drawing (B)(4), resulting in well-fitting with silicone extensions and sealing cap. Moreover given the fact that the adapters are within specification, the instructions for use affirms that leakage and contamination is users responsibility, since the warning and precautions states: fit the adapter tightly into the catheter and examine the connection frequently for leaks. This defect has not been confirmed. The returned product samples evaluation passed. With the available information, the most probable root cause could be considered as customers misunderstanding, since the returned sample adapters were tested and they are consistent to the drawing (B)(4). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the adapter has no thread. The adapter does not luer lock in place as a result, the adapter swivels. The clinician is concerned that this issue will cause leakage and contamination.